Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of hydromorphone and bupivacaine via an implantable pump. It was reported the hcp was expecting 9 mls of drug and aspirated out the full 9 mls (no volume discrepancy). However, the hcp stated they then went to fill the 40 ml pump but could only fill with 35 mls and then met resistance. Troubleshooting considerations were reviewed. The hcp was no longer with the patient anymore, but was just wondering what could have caused the inability to fill the pump to capacity. The hcp thought the possibility of air being in the reservoir was the most likely cause but that could not be confirmed on the call. No symptoms were reported. It was indicated the issue occurred on (B)(6) 2020.